Event description:
It was reported that a malfunction message appeared in tandem source, and technical support informed customer that this indicated pump malfunction with non-resettable malfunction code 16. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.